Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarms occurred during the insulin delivery with multiple cartridges. The customer will continue to use the pump for insulin delivery. Customer¿s blood glucose was 150 -160 mg/dl.